Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device screen became unresponsive and the unit appeared powered off immediately after the caretaker removed the password on the ilet, preventing continued interaction until recovery steps were performed. Symptoms included no adverse clinical effects and a reported blood glucose of approximately 150 mg/dl shortly before the event. Outcomes included no injury, no medical intervention, and successful continuation of supply change after device recovery. Investigation included customer troubleshooting and user education performed by support. Investigation of this case revealed that a device restart via charging and a 20-second button press restored normal function. It was concluded that the device functioned as expected after restart and no device failure was confirmed.